Manufacturer narrative:
In response to FDA report number mw 5093399. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency ¿continued reduced health related to natrelle allergan brand breast implants¿ and ¿swollen axially lymph glands¿. Patient also reported via regulatory agency ¿developed multiple auto immune disorders¿; this is not device related. Device remains implanted. This record is for the left side.